Manufacturer narrative:
Device evaluation: the thermal change that occurred was accompanied by a change in the magnitutde data, where a void appeared near the probe. This supports the theory that an air or fluid pocket formed or moved into the imaged area. The subsequent thermal changes were due to this physical event, and not a malfunction of the software. This also resulted in blue pixels forming around the probe area.

Event description:
It was reported that during an ablation procedure, there was a "strange" thermal event sequence number that occurred. It was noted that there may have been a vaporization event which caused rapid thermometry data appearing as artifact. The user performed a follow up t1 and "air" or "fluid" pockets were present near the site where the artifact had appeared. The user decided to proceed with ablation. Following the case, the probe was intact upon inspection (no cracked lens, etc.). It was noted that the patient awoke intact following the case. There were no patient complications reported in relation to this event.